Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. When opening the back panel, the se found that the backup battery was not connected to the main board. Additionally, on powering off the device, the alarm/reset button failed to silence the alarm. The internal speaker cable was disconnected to silence the alarm. The se replaced the single board computer (sbc) to resolve the frozen screen and replaced the top membrane assembly to resolve the alarm/reset button issue. The se then reconnect the speaker cable and the backup battery cable. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilators screen froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.